Event description:
The customer reported that there was a communication error and the system stopped working. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the 5 volt power supply. The system operates as intended.